Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure for atrial fibrillation, the patient expired. The procedure involved completion of ablation on the left pulmonary veins and posterior wall, followed by ablation on the right superior pulmonary vein. After delivering the second pfa lesion to the mid-segment of the right superior vein, ventricular fibrillation (vf) was observed on the non boston scientific mapping and recording system. Chest compressions were immediately initiated, and a code was called. It was confirmed that no pericardial effusion was present. The reporting individual left the procedure room shortly after the code was initiated and was unable to provide further event details. The patient was subsequently pronounced deceased. The physician suspects the possibility of a myocardial infarction (mi); however, this was not confirmed. At the time vf was detected, a non boston scientific ultrasound catheter remained in the body. The catheter will not be available for return for analysis.